Event description:
Leica biosystems received a complaint regarding sub-optimal processing of tissue in 195 cassettes from both an eight (8) hr and one two (2) protocol, using peloris ii tissue processor. On (B)(4) 2013, a leica field support specialist (fss) provided applications support by telephone in association with this complaint. The complainant advised the fss that a user had erroneously selected the <changed> option rather than the <no change> option from the <inserted bottle configuration> dialog box when bottle 7 (ethanol) was removed from the instrument in response to info displayed in association with an error code indicating that a protocol could not be run because a final reagent threshold had been exceeded and then replaced without actually changing the contents of the bottle. The complainant measured the ethanol concentration of the reagent in bottle 7 measured using a hydrometer, which 52% in comparison to the calculated ethanol concentration of 98%. On (B)(4) 2013, leica biosystems received info that all tissue samples exhibiting sub-optimal tissue processing were diagnosable.

Manufacturer narrative:
Bottle 7 (ethanol) was removed from the instrument for 4 seconds, which is not sufficient time to complete manual replacement of this reagent, and the corresponding reagent station was reset at 16:23 pm on (B)(6) 2013. Re-setting a reagent station sets the concentration to the default value configured in the reagent types definitions, unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The user affirmed in the instrument software that the ethanol concentration was to be set to 100% in this instance. The properties of the reagent in bottle 7 prior to this user action were: (B)(4). Bottle 7 was used for the final dehydration step of the protocols from which sub-optimal tissue processing was reported, because the instrument software uses reagent concentration to select reagent stations when executing a protocol. The required minimum final reagent concentration for ethanol is (B)(4). The consequences of using ethanol at less than the minimum final concentration are re-introduction of water into the tissue which cannot be displaced in subsequent processing steps and contamination of reagents used for subsequent processing steps, ultimately resulting in the sub-optimal tissue processing reported. The root cause for the sub-optimal tissue processing reported was a failure by the user to complete the manual reagent replacement process in accordance with the MFR instructions in the leica peloris/peloris ii user manual prior to commencement of the affected protocol.